Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised and is experiencing pain post operatively. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00784101450 femoral stem fiber metal midcoat collared 12/14 neck taper extended neck offset cementless size 14 lm body lot 63077052 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell lot 63127905 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length lot # 63077865 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.